Event description:
It was reported that the pacing threshold on the right ventricular (rv) lead was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071, implantable pacing lead, (B)(6) 2005; (B)(4), implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).